Event description:
It was reported to tyco healthcare/kendall that three nurses in the reporting facility had experienced needlesticks in the last year, "while sliding the safety sleeve over the needle. Each nurse reported that the needle came through the safety sleeve. After the first incident, all staff were re-educated regarding the use of the product. After the second incident, staff were again re-educated... Nurses are using their thumb and index finger placed around the collar to pull the sleeve up, resulting in an injury."